Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume folfusor device would not flow. Three days prior to the event onset, the device was primed and attached to the patient. Three days later, the reservoir was observed ¿full/near full¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufacture date: march 13, 2017 ¿ march 15, 2017. One actual folfusor unit was received for sample evaluation containing approximately 115 ml of fluid in the bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed. The flow rates were found to be within the product specification range. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.